Manufacturer narrative:
As this is a legal case, no other information has been provided at this time. Additional information has been requested.

Event description:
It is alleged by the patient's representative that, "she had a trident right total hip replacement implanted in her in 2003. She alleged that after the surgery she began experiencing a "popping sound". It was further alleged by the patient's representative that "she began to experience pain in addition to popping and grinding, and was revised in 2007."